Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the facility. Surgeon suspects that the cataract was too dense for the system to handle. The patients symptoms have resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during a cataract extraction with intraocular lens implant procedure the patient experienced a corneal burn. The patient had an dense cataract. The ophthalmologist attributed the burn from lifting the tip up against the incision. The wound was sutured and post operative steroids, antibiotics were administered and a bandage contact lens was placed on the eye. Further surgery was required as the wound would not seal.

Manufacturer narrative:
The customer reported a corneal burn occurred. The patient is a (B)(6) year old female who was scheduled as a cataract extraction with intraocular lens implant (iol). The surgeon stated that he felt the issue occurred because of the way he used the handpiece. This was an extremely dense and fibrotic nucleus requiring over 100+ joules of ultrasonic power. The burn was noticed at the time of surgery and sutured. It was on the anterior lip of the incision. The ophthalmologist attributed this wound burn to his lifting the phaco tip up against the incision during the extended period of phaco required to remove the cataract. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed, and visual inspection or functional testing could not be conducted. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).